Event description:
The patient reportedly refused to wear the device. External equipment and programming adjustments were made, however, the issue was not resolved. Device testing yielded an abnormal response. Revision surgery is under consideration.